Event description:
It was reported to nova biomedical that a consumer received a result of 180 mg/dl and then received a 233 mg/dl on their bd paradigm link blood glucose meter. The consumer immediately tested again, using the same test strips but using their bd logic meter getting a result of 538 mg/dl. The consumer stated that he believes the paradigm link meter to be reading inaccurately low. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.